Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc broke and was left in patient's arm. Verbatim: the customer advised that when they were removing the autoguard from their patient, they heard a pop and a portion of the catheter came off and was left in the patients arm. The patient was taken to the ER for treatment. 7/9/2026 customer response: did a piece of the catheter break off and remain in patient? -yes. It was confirmed via x-ray and ultrasound was the piece surgically removed? -at this time, no. It is still in the patients arm what was the patient outcome? -the patient is following up with a general surgeon for next steps what treatment was performed in the ER? -yes, as well as follow up with my medical director and a general surgeon referral.